Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg and ra lead were reprogrammed. While reprogramming the patient experienced an atrial flutter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that termination of some atrial tachycardia / atrial fibrillation (af) events appeared to continue due to atrial events falling in the blanking period. Undersensing was also noted on the right atrial (ra) lead. The implantable pulse generator (ipg) and ra lead remain in use. No patient complications have been reported as a result of this event.